Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller states patient received results of hi (greater then 33.3 mmol/l) and 32 mmol/l on the performa system. Ten minutes later patient tested 8.3 mmol/l on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.